Event description:
The customer reported seven (7) false negative results with the ID now covid-19 assay, which occurred on various dates and with different lot numbers. This report addresses lot four (4) of four (4). The customer reported one (1) false negative result with the ID now covid-19 assay . The nasopharygal sample was collected on (B)(6) 2021 . Repeat testing was not performed. Confirmation testing (corelab) generated positive results. The nasopharyngeal sample in viral transport media was collected on (B)(6) 2021. Per the customer, no additional information will be provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Reference MFR. Report : 1221359-2021-01640, 1221359-2021-01641, 1221359-2021-01642.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 1014263 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: 1014263, test base part number 190-430 / lot: 1014263 the lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1014263 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as the logfiles were not provided.